Event description:
Patient was given a true result meter which has been giving the patient false readings, therefore, putting his life at risk due to under dosing and over dosing himself on his insulin for his blood sugar readings. Patient was using this meter because it was the meter provided by his insurance group; (B)(6). Person stopped using the product on (B)(6) 2013. The problem stopped after the person stopped using the product. The problem was reported to the doctor's office, the pharmacy and the insurance company.